Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) declared a code 1005 due to an open circuit detected during shock delivery. The right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. It was noted the shock impedances had been high for the past year. The patient received multiple appropriate shocks for ventricular tachycardia (vt). Boston scientific technical services (ts) recommended evaluating the rv lead, and to consider replacement. This crt-d system remains in service. No adverse patient effects were reported.